Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that when using framelink 5.4 software on a rollingstone operating system with a 512x512 matrix exam and the "full slice stack resolution" setting enabled, this results in the look-ahead views being off by a factor of 2. For example, if looking ahead 5mm, the view will actually display 10mm ahead. This issue occurred during planning for a dbs (deep brain stimulation) procedure. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.